Manufacturer narrative:
Patient information was not made available from the site. Testing was not performed as this issue was resolved at time of event. No parts have been received by manufacturer for analysis. Issue resolved, evaluation not needed.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, the site registered the patient and was in the navigate screen when their navigation system reverted back to the registration screen and displayed a message not proceed to navigate. The site switched back to the registration probe and was able to proceed. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.